Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead, (B)(6) 2013; rvdr01 implantable pulse generator (ipg), (B)(6) 2013. (B)(4).

Event description:
It was reported the device and leads were explanted due to infection with endocarditis/vegetation. Antibiotic treatment was administered. No further patient complications have been reported as a result of this event.